Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient went to the emergency room on )(B)(6) 2017 due to adverse symptoms, including a cold clammy sensation. It is unknown if the patient was hospitalized. A physician programmed an emergency pump stop and reported that an error code was observed upon initial inquiry of the pump on (B)(6) 2017. A flowonix representative went to the facility later that day and programmed a 0.0 mg/day flow rate. An error code was then observed upon inquiry of the pump. The patient reported experiencing a cold, clammy sensation shortly afterwards and an emergency pump stop was then programmed. The pump reservoir volume was checked on (B)(6) 2017 and the volume of medication removed from the pump matched the expected volume of medication displayed upon inquiry of the pump. The patient's pain management physician reported that the patient's symptoms were due to sensitivity to the medication dosage. The physician does not believe the pump had malfunctioned. The medication dosage was subsequently lowered and pump therapy has continued. The patient has visited the pain management physician daily since (B)(6) 2017 and the medication dosage is slowly being increased. The dosage as of (B)(6) 2017 is 1.9 mg morphine (10.000 mg/ml) per day.